Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic resection of the sigma at the point of the resection of the vessel asteria mesenterica and vena mesenterica, there was poor staple formation along the staple line resulting in the need to place clips on the vessel to prevent bleeding. There was no extension to an incision or in hospital stay. No device fragment fell into the patient. There was no unexpected blood loss of 500cc or more. There was no unintentional tissue loss or damage. There was no further affect to the patient.